Manufacturer narrative:
(B)(4). Batch # m90e2x. Result = universal seal. The analysis results found that the b15lt device was returned in good visual condition. During the evaluation of the instrument, the obturator was inserted into the sleeve assembly and upon insertion it was confirmed that the cannula of the obturator did not go through the universal seal as intended. The universal seal was inspected and it was confirmed to belong to an 11mm/12mm trocar. The condition of the incorrect component is related to the manufacturing process. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the obturator would not fit in the cannula. Case completed with another device of the same product code. There were no patient consequences reported.